Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event occurred. The sensor was inserted into the abdomen. The patient¿s bg level had dropped to 29 mg/dl, but upon the patient¿s endocrinologist reviewing the data, the patient¿s cgm report shows no record of the patient dropping that low on the day of the event; no cgm values were provided. The patient stated that the cgm was working well prior to the event. She only remembers that on (B)(6) 2020 she was sitting on the bed in her room and then was in the hospital emergency room and was being fed sandwiches, graham crackers and apple juice. No other treatment information was provided. At the time of the report she was doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.